Manufacturer narrative:
The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device had a hairline indentation on the metal piece that holds the blades in place was confirmed. An assessment was performed on the device and it was determined that the oscillating-head was cracked and missing a pin, and the trigger was sticking. During repair it was observed that the guide sleeve was corroded on the trigger assembly causing the trigger to stick. The assignable root cause of this condition was determined to be component damage due to normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that post procedure it was observed that the battery oscillator device had a hairline indentation on the metal piece that holds the blades in place. During in-house engineering evaluation it was observed that the oscillating-head was cracked and missing a pin, and trigger was sticking. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.